Event description:
It was reported that the blood glucose levels are up and down. The last blood glucose reading was 450 mg/dl. Customer has treated with insulin pump and manual injection. The current blood glucose reading is 421 mg/dl. Customer mentioned that he was involved in a vehicular accident. He was hit by a driver who had passed out due to diabetes. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed all the functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The device was received with cracked battery tube threads, reservoir tube lip broken, scratched reservoir tube window, case cracked at the display window corner, and minor scratched lcd window.